Event description:
It was reported that the initial angiography revealed a thrombus in the mildly calcified and tortuous left anterior descending (lad) artery. A balance middleweight (bmw) universal guide wire was advanced into the lad. A grandslam guide wire was then advanced into the lad as additional support. A non-abbott extraction catheter was advanced over the bmw guide wire to remove the thrombus and the extraction catheter was then removed. The physician then advanced a 2.5 x 12 mm xience stent system over the bmw guide wire and the stent was implanted in the mid lad. The stent delivery system was removed from the anatomy. Due to the size of the lesion, a 2.5 x 8 mm xience stent system was then advanced over the bmw guide wire and the stent was implanted in the proximal lad, to fully cover the target lesion. The stent delivery system was then removed from the patient anatomy. The physician then removed both guide wires from the lad and advanced the guide wires into the mildly calcified right coronary artery (rca). A 3.0 x 23 mm xience stent system was then advanced into the patient anatomy and the stent deployed in the rca. Post dilatation was performed using a 2.75 x 8 mm nc trek dilatation catheter, advanced over the bmw guide wire. All devices were removed from the patient anatomy. After the guide wires were removed, it was noted that the coating was stripped from both guide wires in spots. There is nothing to suggest that the reported device issues contributed to any adverse patient effects. There was no clinically significant delay. There was nothing to suggest that the reported stripped coating contributed to an adverse patient effect. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.75 8 mm nc trek; stent: 2.5 x 12 mm xience, 2.5 x 8 mm xience, 2.75 x 8 mm xience; other: pronto extraction catheter; guide wire: asahi grandslam. The asahi grandslam guide wire is being filed under a separate manufacturer report number. An analysis of the returned device did not confirm the reported issue of peeling. The teflon coating was scraped intermittently distal to the proximal end of the teflon. It is likely that the noted scraped teflon was what was perceived by the account as the coating being stripped. The scraped teflon is likely due to an interaction with the multiple devices used as there was no damage noted to the guide wire during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.